Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis revealed a power on reset (por) was initiated. The por occurred on (B)(6) 2012, three days post mortem.

Manufacturer narrative:
Product event summary: (B)(4) additional analysis information indicated that after testing no cause was identified for the power on reset (por).

Event description:
The device was returned to the manufacturer after being explanted post mortem, was analyzed, and tested out of specification. Additional information noted the patient died in a manner unrelated to the device.